Event description:
A patient having a poor cardiac status presented with a pseudoaneurysm. Due to the poor condition of the patient the d-stat flowable hemostat was used in an off-label manner to treat the pseudoaneurysm as an alternative to surgery. Following the delivery of the d-stat, the patient experienced loss of pulses in the affected leg. An occlusion was confirmed, and treatment consisted of a surgical thrombectomy. During the surgical thrombectomy the patient experienced a myocardial infarction related to their pre-existing heart condition. The treatment was successful and the event was resolved.